Event description:
Docetaxel was hung per protocol- was called by patient a couple minutes after to inform me he saw it leaking. Leaking was noted to be coming from the chamber of the tubing-slow drips noted- none got on patient just a couple drops noted on the floor and was cleaned. Docetaxel was stopped and put in plastic bag and pharmacy discarded it and re-made a new bag which was administered without issues. Manufacturer response for IV tubing, solution set interlink 60 drops / ml drip rate 106 inch tubing 1 por (per site reporter). Baxter is having an internal meeting with their quality team today due to many leaks at our facilities.